Event description:
The customer reported to olympus that the evis exera iii xenon light source showed communication error code b30. The event was observed during a colonoscopy screening procedure which was completed with another of the same device. The procedure was not extended more than thirty minutes and there was no more medical intervention required outside the scope of the procedure and no difference in the outcome. The current condition of the patient was reported to be ¿good¿.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac), it was noted the customer was using incorrect tubing, once replaced, the issue was resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the b30 scope communication error could not be identified with the information received. Olympus will continue to monitor field performance for this device.